Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass blood clots were found adhering to the shunt sensor. A <1cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has rec'd the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).